Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to b3, h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the gap between acoustic lens and ultrasound probe was due to customer¿s mishandling or wear/damage due to increasing of time for use. The event can be detected/prevented by following the instructions for use which state: ¿warnings and cautions: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Updated fields: h6, h10. This report is being supplemented to provide additional information that was received from the user facility. Additional information obtained identifies that the device was not reprocessed before it was sent to olympus since the device did not pass the leakage test.

Manufacturer narrative:
During inspection and testing, the reported issues (bending problematic and loose elevator channel connector) were not confirmed. In addition to gap in acoustic lens, service found the t-nut was loose, there was a leakage due to deformation of the elevator control lever, the lock engagement knob was deformed and rotating concurrently, the forceps control lever was deformed, the suction cylinder was deformed, the acoustic lens was scratched, the adhesive around the light guide lens was peeled, and the adhesive on the bending section cover was detached. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that the bending was problematic and the elevator channel connector was loose. There was no patient or user injury reported due to the event. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed that there was a gap between acoustic lens and ultrasound probe. This report is being submitted for the malfunction found during evaluation of the device (gap in acoustic lens).